Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one open sample that pertain to the product code sxpp1a401. During the visual assessment of the needle suture, it was noted that the swage and attachment area was as expected. Marks on the body needle that appears to be caused by a surgical instrument could be observed. The suture was examined, body fluids at some barbs were found and the sides of the fixation tab were broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient?: not until today. Were there any unexpected outcomes or complications as a result of the prolonged surgery time?: there was no problem with the patient. Only annoyance due to the loss of time in which another suture was brought to the operation room. What tissue was being sutured when the event occurred?: fascia. Was additional dissection required in other organs/tissues other than the target tissue?: no. Was there any change in the patient¿s post operative care due to the prolonged procedure?: no. Please provide the lot number: the number is not available. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a knee procedure (B)(6)2023 and barbed suture was used. During the procedure, the surgeon was performing closure of a knee replacement. When attempting to use the stratafix and thread the suture to the end of the strand, the locking tab did not work and the suture dislodged, requiring the surgeon to order another suture. No adverse patient consequences were reported. Additional information was requested.